Manufacturer narrative:
(B)(4). Concomitant medical products: head, stem, liner/ unknown part numbers/ unknown lot numbers. Bagsby, deren t., wurtz, l. Daniel (2016). Effectiveness of constrained liner use during harrington hip. Reconstruction in oncology patient.. The journal of arthroplasty 1-5. Http://www.arthroplastyjournal.org/article/s0883-5403(16)30838-5/abstract. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported in a journal article that thirteen patients were revised for aseptic loosening. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.